Manufacturer narrative:
(B)(4).

Event description:
It was reported that during the implant procedure, the left ventricular lead exhibited unacceptable thresholds and it would not stay stable in the vein. The physician elected to no longer use and replace the lead. The patient was in good condition before and post surgery.